Event description:
It was reported that a patient presented with an unspecified issue noted on the right ventricular lead. The lead was explanted on (B)(6) 2025. No adverse patient consequences were noted.